Event description:
Per the patient's surgeon, the fixture /abutment was explanted (B)(6), 2013. The reason for explantation is unknown. Additional information has been requested but was not available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the patient developed an infection and was treated with keflex (date, type, dosage and duration not reported) subsequent to loss of osseointegration, which occurred on (B)(6) 2013. The patient was hospitalized on (B)(6) 2013, for IV antibiotic treatment; and discharged on (B)(6) 2013. The patient was administered a four week course of vancomycin, ceftriaxone, and rifampin (dosages not reported). Due to significant bone marrow suppression with dual beta-lactam coverage, the patient was switched to vancomycin and gentamicin, in addition to the rifampin. The sleeper fixture was explanted on (B)(6) 2013. Correction: the correct catalog number is 90432; not 93330 as previously reported. Correction: the patient experienced a loss of osseointegration on june 8, 2013; the device was not explanted on (B)(6) 2013 as previously reported. This report is filed november 4, 2013.